Manufacturer narrative:
D1): brand name corrected to lld ez lead locking device (from lead locking device) to align with brand name on the product label. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Multiple spectranetics devices (13f tightrail sub-c rotating dilator sheath, 16f glidelight laser sheath, large visisheath dilator sheath) were used to successfully remove the ra lead. Attempting to remove the rv lead next, the same spectranetics devices were used, with the addition of a spectranetics 13f tightrail rotating dilator sheath (long) (with its outer sheath). The distal 2.5 cm of lead was resistant to extraction with either the glidelight or the tightrail (long), so the tightrail''s outer sheath alone was used to advance over the lead''s distal tip, and counter traction was applied with use of the lld. When the lead tip was freed, and as the outer sheath was being slowly removed, the patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon, pericardiocentesis (to pull off blood), cell saver, extracorporeal membrane oxygenation (ECMO), and sternotomy. An rv perforation was discovered and repaired, and the patient survived the procedure. The next morning, the patient was extubated, alert and communicating. This report captures the lld providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A4): patient's weight unk. H3): device was discarded, thus no investigation could be completed. H6): cardiac perforation is a known risk of complication with use of the lld device.. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.